Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. B3: only event year known: 2023. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the surgeon opened the package for cdh25p the seal was compromised and partially open. Device was not used for procedure but a new one was for a robotic lar procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2023. D4: batch # 881a02. Investigation summary: visual analysis of the returned sample revealed that the cdh25p device was returned without apparent damage. As no tyvek or blister was returned for evaluation, we are unable to investigate further the issue of "packaging integrity". No battery was received. The cdh25p device arrived with the breakaway washer present, uncut, and the device was fully loaded with staples. When the test battery was installed the green checkmark did not illuminate, indicating that the device was not fired. In addition, the device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned non-sterile and no blister or tyvek was received. A manufacturing record evaluation was performed for the finished device batch number 881a02, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023.